Event description:
A report of simultaneous deployment was received. No patient harm was reported. A backup device was used to complete the procedure.

Manufacturer narrative:
The device was returned for evaluation. This device is in used condition. The depth limiter has been returned and is creased in multiple locations. No suture and no t¿s were returned. There is slight bow and twist of the delivery needle¿s distal tip. This indicates resistance and difficulty reaching desired surgical location. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The device cycles but does not retract due to the damage. No root cause related to the manufacture of the device can be established. User error cannot be ruled out. No further investigation is warranted.